Event description:
The customer reported that an 840 ventilator had an unreadable screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the cpu and backlight pcbs. The unit passed extended self-testing.